Event description:
It was reported on (b)(6) 2026 a 23mm Navitor Vision Valve was selected for implant. During the procedure, when the device was deployed at 80% the patient went into atrial fibrillation several times. Cardioversion was performed to stabilize the patient, and the device was partially re-sheathed and re-positioned. The device was implanted. The final implant depth was 3mm from the non-coronary cusp (NCC). Post-implant the patient went into several cardiac arrests. It was noted that the left coronary artery was low with a height of 10mm. A stent was implanted to slow flow. Cardioversion, cardio massage, and atropine and anocoron were administered. However, after the sixth cardiac arrest, the patient passed away. The cause of death was determined to be the occlusion of the left coronary artery.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.